Event description:
Suture breakage. Customer reports that suture broke just distal to the swage point while completing an anastomosis. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.